Event description:
User experienced erroneous results for five chemistries (cholesterol, triglyceride, iron, rheumatoid factor and alkaline phosphatase) during a two day period. The number of pt samples involved is unk. One pt example was provided, the initial erroneous result was accompanied by a data flag instructing the user to rerun the sample. The customer states that the pt samples with the problem chemistries were captured on psm and not released from the laboratory. He is also not aware from the clinical staff that any pts have received inappropriate treatment. The customer was advised a field correction has been initiated to address this issue. If additional info is received. Appropriate notification will be provided.